Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that there is an injury caused by uss falling out of the fpv e-demand. It was confirmed that it was a minor injury on the skin of the hand of the patient.